Event description:
It was reported that the pt complained of pain in the first nine and half months and then no pain for about a year. Two months ago, a severe pain returned. The cup was loose and replaced with a tm cluster hole shell. The durom cup came out when hip was dislocated.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.